Event description:
Rptr had pedicle screws placed in spine 7/19/93. The 5th day home from the hospital, rptr was admitted back in the hospital with staph and strep infection. He had to go to o.r. 3 times in two weeks to clean out infection. He still has an open wound in back. He had to have the hardware removed from back 4/28/94 and didn't come home from hospital until 6/24/94. He now has one pedicle screw in back that can't be removed. He has gangrene in spine. If this gets to spinal cord rptr will die, and surgery is very high risk and being questioned.